Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for fecal incontinence. It was reported by a basic evaluation patient that their leads got caught on their bedroom door knob and they felt pain and the wires were dislodged slightly. The patient pushed the wires back into position and shut the program down while driving to work. The patient turned the program back on and they got shocking jolts and shut down the system. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), product type: screening device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the actions and interventions taken to resolve the patient pushing their leads back in after their leads dislodged slightly when they got caught in the bathroom door and their having shocking jolts after turning the device back on that on 2018-dec-03 they met with a manufacturer representative (rep). The rep called the patient and did re-programming over the phone and the health care physician (hcp) office contacted the patient by phone.